Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer also reported that the insulin pump had a compromised force sensor system, alarm and a motor position encoder error. Blood glucose level at the time of the incident was above 469 mg/dl. The customer also reported that he had been hospitalized seven times over the past five years due to diabetic ketoacidosis. The insulin pump was not replaced or returned for analysis.